Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer also reported a failed battery test. Blood glucose level at the time of the incident was 110 mg/dl. During troubleshooting, the customer was able to clear the failed battery test. Customer also reported that the device had an off/no power alert, but a previously used battery was being used. The insulin pump was not replaced or returned for analysis.